Event description:
It was reported by the customer that a pyxis medstation es system cubie pocket was not detected on the bus, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medication from a different source. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a cubie pocket not detected on the bus. A field service engineer cleaned beneath the row boards and reseated the row board cable to resolve the issue. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, e3, g1, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cubie pocket was not detected on the bus. A field service engineer removed all pockets from the drawer, cleaned beneath the row boards and reseated the row board cable to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system cubie pocket was not detected on the bus, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medication from a different source. There were no adverse events or injuries reported based on this incident.